Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reasons for reoperation are capsular contracture, baker grade iii with pain and patient concern with the product.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii with pain and patient concern with the product. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified device was underweight, a crease flat and an opening. A microscopic analysis was performed which identified a sharp edge opening assessed as an unidentified tear opening. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis, the final assessment is a sharp opening on the radius side due to an unidentified tear opening. Additional, corrected, and/or changed data: h.3, h.6.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii with pain and patient concern with the product. Healthcare professional additionally reported rupture. Device has been explanted.

Event description:
Healthcare professional additionally reported right side rupture. Device has been explanted.